Event description:
April, 2005, the patient under went a chs. In august 2005, the lag screw was cut out, so the surgeon replaced the chs with a g3 long nail. In february 2006, the surgeon found that the patient's femoral neck was broken, but the nail was not broken. February 17, 2006 the patient underwent a femoral head replacement. When the surgeon removed the g3 long nail, he suspected that the set screw had not been in a correct position.

Manufacturer narrative:
Additional information has been requested and if received will be supplied on a supplemental report.